Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of adhesive in the forceps channel and adhesive in the insertion tube was not established. It is likely the foreign material was identified as medical grade adhesive. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited adhesive in the forceps channel and adhesive in the insertion tube. There was no patient involvement.